Event description:
The physician was performing an endovenous laser procedure and did not position the fiber outside of the sheath. When the laser was fired, the sheath burned through leaving approx. 8cm in the great saphenous vein. The physician's initial attempts to retrieve the sheath segment were unsuccessful and it was determined that the segment had migrated to the right atrium. The segment was successfully retrieved with a snare that was advanced through the femoral vein. The pt experienced transient EKG changes while in the or, but no other consequences noted.

Manufacturer narrative:
Method: eval made based on the narrative of the event provided to vsi. Results/conclusion: this event was the result of an incorrect positioning of the fiber within the sheath. Submission of this report does not represent a conclusion or admission by vascular solutions, inc, that the content of this report is complete or accurate, or that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.